Event description:
On (B)(6) 2024 reporter went to a medical spa that was having an event. While she was there she was asked to be a model for sculptra. Later that evening her lips started to swell and bleed. Her lips were also cracked and peeling. She is taking zyrtec to help with the swelling. Reporter states it may be an allergic reaction but it's not confirmed.